Manufacturer narrative:
Power failure conditions due to a blown f1 fuse in siemens servo ventilator 300 devices have been caused by excessive mfg tolerances on a certain fuse batches. In order to prevent future premature fuse failures, a general field modification concerning the fuses f1, f4, and f4 in the siemens servo ventilator 300 device has been initiated. An "urgent device safety alert" with more detailed info about the modification has been destributed to all customers with siemens servo ventilator 300 devices.

Event description:
Pt was on ventilator in post anesthesia care unit on CPAP with pressure support to 12. Failure alarm backup (fab) sounded and ventilator lost power. All displays blanked and main indicator was not lit. There was no pt injury.